Manufacturer narrative:
Based on the claim against the product by the customer noting damaged conductor wire on the fbf instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fbf instrument for failure analysis. The fbf instrument was analyzed and found to have conductor wire insulation damage at the distal end. No thermal damage was identified. The conductor wire insulation is lifted with no pieces missing. The conductor wire is slightly exposed, but no wires are physically damaged. The instrument passed the electric continuity test. The instrument was placed and driven on an in-house system and energy delivery was verified. The root cause of the damaged conductor wire insulation is attributed to a component failure. The complaint regarding frayed wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. Failure analysis confirmed the conductor wire compromise with a slightly exposed internal wires due to component failure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was inspected and a cable was found to be frayed. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified after completing reprocessing. The black cable (conductor wire) was found to be damaged. There was no sign of thermal damage. During the last procedure usage, the instrument was inspected prior to use with no issue. It was unknown if the instrument collided with any other instrument or tool during the procedure. There was no abnormality during the procedure.